Event description:
Original surgery date was 2008. A revision surgery was performed two and a half months later, at which time the left screw at l5 was found to be loose. The screw was explanted and replaced with a larger 7.5x45mm st360 screw. It was reported that the reduction achieved at the original surgery is stable.

Manufacturer narrative:
Review of batch records. Batch record review indicated that the device was mfg to all applicable specifications and requirements.